Event description:
It is reported in the literature article titled "equivalent performance of single-use and reusable duodenoscopes in a randomised trial", that four patients experienced an adverse event following an ercp using an olympus duodenovideoscope. The adverse events were as follows: post-sphincterotomy bleeding (n-1), post-ercp pancreatitis (n-2), and death (n-1). There was no report that the olympus duodenovideoscope malfunctioned in any way.